Event description:
Report received of suspected j retention wire fracture without protrusion.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured 49mm proximal of weld site. The proximal section of j stiffener wire measures 39mm and has migrated down lead body 59mm proximal of weld site. The proximal seciton of j stiffener wire measures 39mm and has migrated down lead body 59mm proximal of weld site. Recorded measurements add up to 88mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead distally confirms j stiffener wire fracture.